Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/27/2024, a distributor reported via (B)(4) that an ar-3610pk-3 1.8mm perc insert kit for fibertak had the drill break in the anchor socket when drilling for the anchor. The broken piece was not retrieved. This was discovered during a procedure. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.